Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer (fse). The fse replaced the nozzle unit. After the replacement, on/off switch error was generated. The air gas module was found to be defective and needs to be replaced. The reported pre-use check failure was confirmed in provided device's logs. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). On/off switch error is generated when the on/off switch is detected to be neither in on nor off position during more than 3 seconds. The issue will not affect ventilation as it will be noticed during turn on/off of the ventilator. Our conclusion is that the defective nozzle unit and the air gas module were the cause of the reported event. However, the root cause of why the parts failed could not be determined by this investigation as the parts were not returned for further investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref: #(B)(4).